Event description:
It was reported to minimed that the customer experienced hypoglycemia with a blood glucose value of 58 mg/dl and reported difference between sensor glucose and blood glucose values. The customer reported sensor updating alert, battery low on pump and asked assistance to pair sensor to minimed mobile application. The customer stopped insulin and treated hypoglycemia through glucose intake. The event involved product(s) mmt-1884, mmt-6101, unk_reservoir, 78893-01. Troubleshooting was partially performed for hypoglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. The customer was using auto mode/ smart guard feature at the time of reported event. Customer declined further troubleshooting. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 151 mg/dl and the sensor glucose value was 69 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Insulin delivery was suspended due to sensor glucose value. Troubleshooting was performed for general documentation to assist in pairing sensor with minimed mobile application and the customer and provided with instructions. Troubleshooting was not performed for sensor updating alert and low battery on pump. No further patient complication was reported. No product return is required for mmt-1884, unk_reservoir, 78893-01. Product return is not applicable for non-physical device mmt-6101.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.